Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Additionally, no relevant photographs, video, or imagery were provided. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events a device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no similar complaints. Review of the complaint history was not required as the reported events were unable to be confirmed. Additionally, the complaint rate did not exceed the december 2019 control limits for the failure modes. The certitude delivery system, instructions for use, the device prepping manual, and the procedural training manual were reviewed for instructions involving device preparation and use. Per the device preparation manual, place the thv and qualcrimp crimping accessory in the crimper. Insert the delivery system coaxially into the thv. Crimp the thv between the two internal shoulders of the delivery system until it reaches the qualcrimp stop. Per the IFU, prime and flush the introducer and sheath with heparinized saline. Hydrate the length of the introducer and sheath. Flush the extension tubing and connect to the delivery system. Per the procedural training manual, high push force through the sheath may be experienced. Use short movements when advancing delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to be confirmed as relevant imagery was not provided and the device was not returned. However, no manufacturing nonconformances were identified. Based on DHR and lot history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that packaging has proper inspections in place to detect issues related to the reported events. No IFU deficiencies were identified. Since imagery of delivery system insertion was not provided, a definitive root is unable to be determined. However, it is possible that the valve may not have been crimped properly, which could create a larger crimp profile than normal. This could then cause the valve to interact with the sheath upon delivery system insertion and result in increased insertion forces. It is also possible that improper flushing could have resulted in increased resistance between the delivery system/thv and sheath. To counter the resistance, additional force and manipulation may have been applied, which could have caused the valve to shift on the balloon. While a definitive root cause is unable to be determined, available information suggests that procedural factors (improper crimping/improper flushing/excessive force and manipulation) factors may have contributed to the complaint events. No corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Ref. Mfgr. Report number 2015691-2019-04560.

Manufacturer narrative:
Additional information: additional information provided indicated that the operator reported having difficulty inserting the delivery system though the sheath. It is perceived that the insertion difficulty caused the valve to move 2mm proximal on the system, while being inserted into the sheath. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transapical tavr procedure, the valve landed in a too aortic position (1mm too high) as the valve had moved 2mm on the delivery system while it was being inserted into the esheath. It was also reported that during deployment, pacing was not complete. A second valve was implanted with good results. Note: this event pertains to the delivery system.